Event description:
Customer reported unexpected negative reactions for capture-r ready screen, on a patient sample known to contain anti kell.

Manufacturer narrative:
The reactivity of the k antigen was confirmed on capture-r ready-screen 4, lot k182. The customer returned sample for investigation testing. The sample was tested on an in-house galileo with crrs 4, lot k182; no reactivity was observed. The events appears to be related to the nature of the sample.